Event description:
Both leads on medical advisory. Scheduled generator change. Upon taking generator out, white thick exudated noted. Md unable to retract leads. Pt sent to an acute care facility to remove leads.